Manufacturer narrative:
Evaluation summary: poly bag is not long enough to be wrapped around product. Bag length will be increased by changing to a longer bag. Product remains sterile and usable as long as sterile barriers are intact. Manufacturing records are conforming and indicate that the device was packaged to specification.

Event description:
It is reported that during surgery in 2008, the short stem was opened. All outer and inner packaging was intact, but was not wrapped in plastic bag. Device was implanted in patient.